Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the user facility. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bilateral femoral nailing procedure on (B)(6) 2016, the drive shaft for reaming/irrigation/aspirator (ria) tip of the shaft broke off into two pieces. The broken pieces were retrieved without any further interruption to the procedure. There was a one minute surgical delay due to the reported event. The surgery was successfully completed with no reported harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated additional information added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.